Manufacturer narrative:
The reported event of inappropriate therapy was confirmed. Analysis concluded that the device was behaving according to its programming and no device malfunction was noted. Visual inspection, telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were normal with no anomalies found.

Event description:
It was reported that the patient presented in emergency room due to inappropriate shock caused by the implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the ICD exhibited incorrect interpretation of signal which had caused the inappropriate shock. The ICD was explanted and replaced. Patient condition was stable.